Event description:
The daughter of a (B)(6) female pt contacted zoll customer support to report the pt was receiving alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. As received, the trunk cable was damaged. The root cause of the damaged cable cannot be positively identified, but was likely due to excessive force applied to the cable. Once the trunk cable was replaced, the belt was fully functional. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.